Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic via FDA medwatch program that the customer experienced hypoglycemia and paramedics had to come over to the hotel where they were staying on (B)(6) 2020. The police officer opened the door and found the customer unconscious. The customer was treated with glucagon. The customer states they were told by one of the paramedics that they rolled over the insulin pump causing the accidental delivery of insulin. The insulin pump was found empty. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the o ring was faulty, there was no crack or damage but it was loose. The customer is not expected to return the device for analysis.